Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and identified shaft wear on gear number two. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (chp) via a manufacturing representative (rep) regarding a patient receiving 200 0mcg/ml of gablofen at 1383.7mcg via an implantable pump. The indication for use was not provided. It was reported the patient presented to the emergency department with baclofen withdrawal symptoms. The pump was interrogated and showed multiple motor stalls and recoveries had occurred. The first stall occurred on (B)(6) 2019 at 9:18 am and recovered at 1:33 pm, with subsequent motor stalls and recoveries. The last reported stall occurred (B)(6) 2019 at 1:48 pm, without a recovery noted. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019. The rep was in possession of the device and planned to return the device to the manufacturer for analysis. It was reported the issue was resolved at the time of the report ((B)(6) 2019). The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.